Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set disconnected from the t-piece on the patient¿s peripheral intravenous (IV). This issue was further described as, ¿patient's t-piece on their peripheral IV disconnected at the end where it connects to the catheter¿. The disconnection occurred during their routine safety check. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 2300380000-2023-8011 for this event. E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.